Event description:
It was reported that on (B)(6) 2022, the patient underwent a surgery with tfna implants for femoral neck base fracture which also had a feature of pauwels type iii. After surgery, large rotational dislocation was not observed, but shortening dislocation continued which seemed to be caused by shear force, resulting in cut-out. As the cause of the cut-out, the position of the blade, etc. Were discussed, but no conclusion was reached. On (B)(6) 2022, a revision surgery via bha will be performed. No further information is available. This report is for one (1)lockscr ø5 l34 f/nails tan light green. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.